Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported at insertion, the stopcock at the end of the short piece of tubing that connects the central lumen disposable transducer setup was leaking. While aspirating back they were getting air and there appeared to be a crack. The balloon remains in the pt. This was a cath lab insertion and another stopcock was attached in place of our tubing/stopcock. There were no reported pt complications.